Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, tubing appears to be broken at reservoir.

Manufacturer narrative:
A titan genesis pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the inlet tube/strain relief junction of the reservoir. Testing revealed this to be a site of leakage. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. Quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the inlet tube/strain relief junction of the reservoir to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.